Event description:
It was reported by ryan young, stryker medical service technician that the beds were delivered with damaged footboards. There were cracks on the footboards with exposed sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.